Manufacturer narrative:
An imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) were returned for investigation. Visual evaluation of the as returned products identified severe damage on the threads, dried bone and unknown implant removal tools inside the implants. The removal tools are being evaluated in the linked complaint, (B)(4), and therefore will not be included in this investigation. The returned devices were unable to be measured accurately due to the removal tools being stuck in the implants. A pre-existing condition noted on the per was allograft site and the patient had moderate (type ii) bone density. The customer reported the patient had inflammation, which will not be investigated, as it is a symptom of the infection and bone loss events. The reported devices were located on tooth # 19 and were implanted for approximately 8 months. The customer provided an x-ray image. The medical affairs manager confirmed the reported bone loss event for both devices after performing sme review of the x-ray. DHR review was completed for the subject lot number (63727036). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3294) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63727036) for similar events and no other relevant complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection & bone loss) or devices (tsvmwb11). Therefore, based on the available information, device malfunction could not be verified as the device could not be measured to specifications. The reported event (infection) was non-verifiable for the device, as the medical event cannot be verified while the reported event (bone loss) was confirmed for the device as medical affairs manager confirmed bone loss based on the provided x-ray. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Additional PMA 510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to peri-implantitis.